Event description:
The investigation determined that a non-reproducible, higher than expected sodium (na+) result was obtained from a single patient sample processed using vitros chemistry products na+ slides lot 4242-1071-5820 on a vitros xt 7600 integrated system. Patient sample result of >250 mmol/l vs an expected result of 126 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected result was not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected sodium (na+) result was obtained from a single patient sample processed using vitros chemistry products na+ slides lot 4242-1071-5820 on a vitros xt 7600 integrated system. The investigation could not determine a definitive assignable cause of the event. Based on historical quality control results, a vitros na+ lot 4242-1071-5820 performance issue is not a likely contributor to the event. However, an individual slide related issue could not be entirely ruled out. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4242-1071-5820. An instrument related issue could not be entirely ruled out as a contributing factor of the event as precision testing was not performed on the vitros xt 7600 integrated system. However, historical qc results were precise and there was no evidence indicating an instrument related issue was a contributor of the event. Pre-analytical sample processing was not a likely contributing factor as the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Email address for contact office above is (B)(6)